Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the device was removed due to an infection. The patients condition is good after the procedure.